Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was exhibiting high impedances on all of the lead contacts. X-ray taken showed the lead was fractured. Consequently, the physician explanted and replaced the lead with a new one. Impedances were tested postoperatively and were within normal range.